Manufacturer narrative:
Bayer product analysis received and examined the subject injector head and heat maintainer assembly. Visual examination found extensive contrast residue and resulting corrosion in several areas of the injector head back panel and connectors. Further examination of the injector head connector and the heat maintainer connector found extensive thermal degradation of the heat maintainer connection system components. Product analysis determined the cause of the reported problem to be an accidental spill of conductive contrast media entering the connection system which created a current path between the conductors. As a result, a high current condition was created which caused material deformation and degradation of the surrounding plastic connectors and wiring insulation. The stellant operation manual contains the following warning: · avoid fluid entry into system components. · note: if contrast medium has leaked inside any component of the system, the affected subassembly should be disassembled and cleaned by medrad service personnel or returned to medrad factory service.

Manufacturer narrative:
A bayer service representative visited the site and replaced the injector head. Based on the limited information, we are unable to determine the root cause of the alleged incident; however, the equipment is scheduled to return to (B)(6) for a full evaluation. Once the evaluation is completed, a follow-up report will be submitted.

Event description:
The customer had reported seeing sparks and smoke from the stellant CT injector head. The injector was powered down and unplugged from the wall. No injury or adverse event was reported.

Manufacturer narrative:
Corrected data from initial report: the initial MDR (252031302017-00035) dated june 2, 2017 was submitted with an incorrect serial and material number of the injector. The correct serial number is (B)(4) and the correct material number is 58746456.